Event description:
During a pta to the superficial femoral artery, the balloon ruptured at 4 atmospheres. The lesion was heavily calcified, slightly tortuous, and had a stenosis level of 100%. There was no report of any pt injury or adverse consequences to the pt. No additional pt or procedure-related info is available. The product is not available for eval and testing.